Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high capture thresholds on the right atrial (ra) channel. The ra capture was confirmed. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) on the right atrial (ra) channel. The thresholds were noted to be high. This ICD remains in service. No adverse patient effects were reported.